Manufacturer narrative:
Investigation summary: with all available information, boston scientific concludes that it is unable to exclude a device problem. This product was not returned by the customer as evidence suggests that it was discarded. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the complaint device was not returned to boston scientific as evidence suggests that it was discarded. Product record reviews did not identify a potential product quality issue or new patient harm. Analysis of available information did not identify specific complaint cause. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: it can be concluded that the investigation findings could not clearly determine whether the reported observation(s) were caused by the device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was disconnected from latitude and it is unable to be interrogated in-clinic. A magnet reset was performed, however, there are no beeping tones. Technical services (ts) analyzed latitude data, but there is nothing observed that could be responsible for this observation. It was advised to explant the device, however, this has not yet occurred. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was disconnected from latitude and it is unable to be interrogated in-clinic. A magnet reset was performed, however, there are no beeping tones. Technical services (ts) analyzed latitude data, but there is nothing observed that could be responsible for this observation. It was advised to explant the device; however, this has not yet occurred. No adverse patient effects were reported.